Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 4.00x18 mm vision rx stent delivery system (sds) the stent was dislodged from the balloon when the protective sheath was removed. There was no resistance noted while removing the protective sheath/stylet. There was no resistance noted while removing the sds from the dispenser hoop. The stent was lost and then found on the table. The device was not used and there was no patient involvement. A same size vision was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.